Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves. The lead was not implanted. The physician asked for a second lead, which also exhibited undersensing of p waves at similar sites in the atrium. The physician elected to keep the second lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).